Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. The report of low speed events was confirmed by the evaluation of the log file; however, a specific cause for the low speed events could not be determined. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(6) 2015, the vad coordinator reported that the patient had been seen every 1-2 weeks in the clinic. He had no more low speed operation alarms and all vad parameters were normal and his labs looked good. The echo reportedly looked fine.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that low speed events were recorded in the patient history. Review of the submitted log file revealed speeds of 5120 rpms and 4920 rpms on (B)(6) 2015 which lasted a duration of less than 2 seconds. No alarms were reported for the event and no trauma to the patient's percutaneous lead was reported. The patient was asymptomatic.

Manufacturer narrative:
Approximate age of device - 17 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.